Event description:
Inappropriate shocks were reportedly delivered due to ventricular noise oversensing. Noise was also observed on the atrial channel after patient admission on (B)(6) 2015.preliminary analysis confirmed the reported behavior. Also, on (B)(6) 2016, the ventricular lead impedance was reportedly above 3000 ohms. Leads issue (which could be: lead fracture, insulator failure, conductor failure, friction between both leads, friction between leads and can) and/or a lead-ICD connection issue at both atrial and ventricular levels is suspected. Leads replacement has been scheduled for (B)(6) 2016. In the meantime, patient has been equipped with a "lifevest".

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Inappropriate shocks were reportedly delivered due to ventricular noise oversensing. Noise was also observed on the atrial channel after patient admission on (B)(6) 2015. Preliminary analysis confirmed the reported behavior. Also, on (B)(6) 2016, the ventricular lead impedance was reportedly above 3000 ohms. Leads issue (which could be: lead fracture, insulator failure, conductor failure, friction between both leads, friction between leads and can) and/or a lead-ICD connection issue at both atrial and ventricular levels is suspected. Leads replacement has been scheduled for (B)(6) 2016. In the meantime, patient has been equipped with a "lifevest".